Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was revised one day post implant. After the initial implant device based testing was performed and there was a concern the lead had dislodged. During the lead revision a period of asystole was observed. The patient is not dependent and there were no adverse effects as a result of the asystole.